Manufacturer narrative:
Product complaint # ==> (B)(4). The concorde lift, lordotic was not returned to the customer quality unit for evaluation. A device history record review did not find any issues that could have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the concorde lift, lordotic we are unable to confirm the reported issue or identify the root cause. As no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by surgeon, that the concorde lift cage appeared to have collapsed and subsided on follow up x-rays. 2-3 months post-op. Device remains implanted.